Event description:
A customer reported a malfunction with their pump, identified by a malfunction code of malf 16. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support again should the malfunction recur.